Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a company representative (rep) regarding a patient who was receiving baclofen (concentration 2000 mcg/ml, dose 380 mcg/day) via an implantable pump for intractable spasticity. A few days prior to this report date, a refill was performed and patient ended up in the emergency room with symptoms a couple hours later; the exact symptoms were unknown. The reservoir was aspirated and all of the drug was pulled out of the pump. On (B)(6) 2016, the rep called back and stated that the catheter was revised on (B)(6) 2016. After the refill the patient had symptoms including clonus and they initially suspected a pocket fill, however when the pump was aspirated, they got all 20 ml's back. They then suspected a catheter issue so the catheter was revised. During the revision they had difficulty getting the connector off and it ended up coming off in two pieces, so they weren't sure if that might have been a problem when it was connected. The catheter looked twisted and possibly kinked and they believe they found a leak in the catheter, that portion of the catheter was trimmed and a catheter pump segment revision kit was used to replace it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.